Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material on the connector is cause not established and the most probable cause of the cable water ingress, image sensor water ingress, poor cable image quality is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of coating peeled off. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, cable water ingress, image sensor water ingress, poor cable image quality and foreign matter on the connector was found. There was no patient involvement.